Event description:
Customer reported a sample rack had a human readable barcode label that did not match the binary ID (hole ID) on the rack. The customer found this discrepancy when he had a rack full of pt aliquots, but the rack displayed as empty in the software. The readable rack barcode label said 447 and the binary ID read as 449. The engineering specialist determined that the risk for swapping pt data is extremely low or non-existent because the mpa and modular system use rack hole ID to define the identification of the sample in a cup for any aliquoted rack. The field service rep found the rack was mislabeled and pulled the rack out of circulation. No erroneous results were reported from this event.